Event description:
Info received indicates the brake casters are not holding and continue to ratchet when locked in brake.

Manufacturer narrative:
The tech found the casters were worn from age. He replaced the brake casters to repair the bed.